Manufacturer narrative:
Investigation: per the customer, the labs measure the collected product +/- 10%.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: exact volumes were not provided by the customer in regard to the reported volume discrepancy. The pump accuracy associated with the spectra optia is +/-6%, which was communicated to the customer. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: this disposable was unavailable for specific root cause analysis. A definitive root cause for the reported volume discrepancy could not be determined. The pump accuracy associated with the optia system is +/- 6%.

Event description:
The customer did not respond to attempts to obtain the patient information.

Event description:
The customer reported that they noticed the collected volume is not accurate compared to the predicted volume displayed on the spectra optia machine. Patient information is not available at this time. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury has occurred.